Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a piece of plastic was found in the syringe attached to the bd safetyglide¿ needle before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the customer states that the safety needle is defective and there was a piece of plastic in the syringe".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-28. H6: investigation summary two photos and one loose safetyglide needle assembly was received and evaluated. One photo displayed the top view of a blister pack from batch it was observed the cannula inside the shield was bent upwards and twisted around the safety shield, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause, when assembling the plastic shield the needle was bent. No corrective actions are necessary for the needle packaging site based on the defective rate identified.

Event description:
It was reported that a piece of plastic was found in the syringe attached to the bd safetyglide¿ needle before use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "the customer states that the safety needle is defective and there was a piece of plastic in the syringe".